Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a huge stroke and passed away. The patient had an intra-aortic balloon pump (iabp) placed on (B)(6) 2022. They were then transitioned to a temporary ventricular assist device (vad) on (B)(6) 2022, and finally to a heartmate 3 left ventricle assist device (lvad) on (B)(6) 2022. The patient had a reaction to protamine when they were dosed for the temporary vad. The patient's physician avoided protamine during lvad implant and just allowed the heparin from the bypass to wear off. The stroke occurred 24 hours following lvad implant.